Event description:
It was reported a patient experienced bacterial peritonitis manifested by a cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for this event. The patient began treatment with ancef (1 gm frequency not reported) intraperitoneally (ip) and fortaz ip (1 gm, frequency not reported). On an unreported date, treatment with ancef and fortaz was discontinued. The cause of the peritonitis was a break in aseptic technique. Three months later while the patient was still recovering from the bacterial peritonitis, the patient experienced sterile peritonitis manifested by a cloudy peritoneal effluent. The patient again began treatment with ancef ip (1 gm frequency not reported) and fortaz ip (1 gm, frequency not reported) for sterile peritonitis. One month later the patient experienced vomiting. The cause of vomiting was unknown. The patient started treatment with zofran (4 mg, as needed) intraperitoneally (ip) for vomiting. The patient was retrained in aseptic technique. The patient was hospitalized for 16 days prior to being discharged. At the time of this report, treatment with ancef, fortaz and zofran were ongoing and the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The initial onset of peritonitis occurred sometime in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.